Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location at an unknown phase of treatment after arriving at the house. There was also an issue disconnecting the patient. The patient contact was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported fluid leak event and the cassette was found to be wet. It is unknown if there was fluid in or around the cycler, the phase of treatment, or the cause of the fluid leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set involved with the leak was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location at an unknown phase of treatment after arriving at the house. There was also an issue disconnecting the patient. The patient contact was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported fluid leak event and the cassette was found to be wet. It is unknown if there was fluid in or around the cycler, the phase of treatment, or the cause of the fluid leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set involved with the leak was discarded and not available to be returned to the manufacturer for physical evaluation.